Manufacturer narrative:
Reference number (B)(4).

Event description:
Customer states that during a low anterior resection upon the first fire, the device did not fire. It cut tissue, but did not complete stapling. To recover the issue, another egia45amt reload was used to continue the procedure. However, the second reload could be fired onto ligament ,but not be onto intestinal tract. Staples were being left at proximal side of jaws for these two reloads. No foreign material was jammed on jaws. Tissue was not thick. The third reload was opened, but it was not used on a patient. Operating time extended: more than 30 min. Additional tissue resection: yes. Nothing fell into the cavity. Under 200 cc bleeding. The last patient's status: under observation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Therefore, no enhancements or improvements will be generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.